Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, an open condition was confirmed on the power cord. There was no shock hazard found. The ventilator's power cord was replaced to address this issue.

Event description:
The manufacturer received information alleging a ventilator's power cord was damaged. There was no harm or injury reported.